Event description:
Information received indicates the bed functions will stop working after about 30 seconds.

Manufacturer narrative:
The biomed found corrosion on the power supply board. The biomed replaced the power supply board to repair the bed.